Event description:
The interventional radiology (ir) team reported having noted problems with the raabe guiding sheath unraveling at the tip when the ir team performs filter removals. This has occurred on two different occasions with no injury either time. After the second event, the sheath was saved and lot number documented. Both events resulted in uncomplicated removals and so there was no patient injury associated with the unraveling of the sheath tips. For both events, the unraveling was discovered after the sheath was removed from the patient. The manufacturer was notified of these events and has arranged to pick up the sheath that was saved.